Event description:
While preparing the autopulse platform (sn (B)(6) ) for a call, the driveshaft generated a persistent clicking sound upon powering on. Furthermore, the autopulse platform does not function entirely. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) ) generated a persistent clicking sound and does not function entirely was confirmed during the functional testing. The root cause of the reported complaint was a processor board (pca) failure. The archive data could not be downloaded due to processor board (pca) failure. Functional testing could not be conducted because the autopulse platform was not fully booting up. The clicking sound was caused by the device being stuck in a software boot-up loop. The processor board (pca) needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).